Event description:
It was reported that the abutment would not seat in the implant. There was no report of patient injury. The patient was referred by the restorative dr. To an oral surgeon for consult. No additional information is available at this time.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: patient identifier: (B)(6), age or date of birth: (B)(6) 1952, b4: 08 aug 2019. B5: it was reported that the abutment would not seat in the implant. There was no report of patient injury. The patient was referred by the restorative dr. To an oral surgeon for consult. No additional information is available at this time. G4: 05 aug 2019. The reported device was not returned for evaluation. X-rays were received that show the reported device is not fully seated into the implant. The reported event of an abutment that would not seat is confirmed. A device history record (DHR) review could not be performed, as the lot number associated with the reported device is not available. Zimmer biomet quality management system has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed for the reported device without relevant item and lot information. A definitive root cause for the reported event could not be determined. Based on the investigation and risk review, the most likely causes for the reported event are customer error in treatment planning, patient parafunction, excessive insertion torque, incorrect abutment selection, and debris in the driver interface. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to report (B)(4). The following information is unknown at the time of this report: the device is expected for evaluation. The device has not yet been received, however. Once investigation has been completed, a follow up medwatch will be submitted.

Event description:
It was reported that abutment was not seated. There was no report of patient injury.